Event description:
It was reported that the patient's relative called to report the patient had an episode of "vtach" and fainted. Follow up was conducted at the patient's clinic. The nurse said the patient was in ventricular fibrillation (vf) during the episode and passed out before the device could deliver therapy. The device was reprogrammed within the vf zone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, lead, implanted: (B)(6) 2003. (B)(4).